Manufacturer narrative:
The catheter was returned not in the mfg profile with congealed contrast present in the balloon. A 0.023" wire moves freely through the inner lumen. On closer inspection of the balloon, it was noted that part of a blade/pad was detached from the proximal end of the balloon and not returned with the device. Urethane was present on the proximal end of the balloon. No damage was present on the distal end of the balloon. The remaining 3 blades were intact to the balloon surface. The catheter was inflated to 10 atms for 2 minutes, and no leak was evident on the balloon. Refold was good; deflation took 4 seconds. The mfg batch record review confirmed that the device met all material, assembly and performance specs. It is not possible to determine a definite root cause for this complaint; therefore, the root cause is undeterminable.

Event description:
This event became reportable based on further info received on 7/29/2009. It was reported that during an unspecified procedure, balloon inflation difficulties were encountered. The location of the lesion is unk. The 2cm peripheral cutting balloon was advanced over the wire to the lesion and inflated 3-5 times with no issues noted during inflation or deflation. The balloon was then withdrawn from the pt. When the physician reintroduced the balloon, he was unable to reinflate the balloon. Upon removal it was noted that the balloon had come in contact with the blade. Further info indicated that while trying to reload the 2cm peripheral cutting balloon on the wire, it was noted that the blade was partially lifted from the surface of the balloon. The physician felt that the lesion was successfully treated. No further intervention was performed. No pt complications were reported.